Event description:
It was reported that the customer's insulin pump had a freak accident, and the reservoir broke with the insulin inside the device. The caller mentioned that the customer's blood glucose was increasing. It was stated that apparently the customer is a truck driver. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.